Event description:
It was reported that, implants removed due to pt's complaint of hip pain.

Manufacturer narrative:
Add'l information has been requested and if received will be provided on a supplemental report.